Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21588. It was reported that the patient presented for revision of the right atrial lead due to dislodgement. Fluoroscopy revealed that the right ventricular lead was also pulled back and exhibited increased capture threshold and decreased sensing. The physician elected to explant and not replace the atrial lead. The right ventricular lead was explanted and replaced. The patient tolerated the procedure well.